Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to the clinic for post rv lead replacement check showing atrial oversensing. Lead was revised. During lead revision it was found that the lead had dislodged from the right atrium. Lead was repositioned. Patient was fine post-procedure and sent home later that day.